Event description:
Customer reported that "battery empty" message appeared on the autopulse lcd display and compression stopped. No adverse event reported.

Manufacturer narrative:
Zoll medical corporation has not yet received the product. A supplemental report will be filed when device is received and investigated. No adverse event reported.